Event description:
A diabetic, used 50 (of original 100/box w/10 syringes/bag and 10 bags/box) without noting any adverse problems. On 7/29, he opened a bag, and noted one syringe with red matter (possibly blood) inside the syringe. It was determined the subject matter (2 pcs approx each the size of a period (.) Was red in color, but per state police, appears more red than blood. Matter is inside syringe between needle and black rubber gasket. Son will be tested by his dr for hiv and hepatitis, even though suspect needle was not used. Apparently he's to be tested in case other needles previously used were contaminated.